Event description:
As reported by an edwards lifesciences field clinical specialist, during implantation of a 29mm sapien 3 ultra resilia valve in the aortic position, 29mm commander delivery system balloon burst. Valve was fully expanded prior to the balloon rupture. A non-edwards balloon was inserted to pre-dilate before valve implantation. No patient injury. Balloon was checked and all pieces remained.

Manufacturer narrative:
Investigation is underway.